Event description:
As reported by navilyst medical's distributor in (B)(6), while utilizing a convenience kit, air was observed in the saline and contrast during depressurizing with an inflation device. This occurred in two cases. The kit supplied by navilyst medical consists of a 3-way stopcock with an attached, 6" contrast injection line. Other components used during the procedure are unk. No pt injuries or complications occurred. One use and three unused samples have been returned.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2013 complaint report was reviewed for the product family of convenience kits and the failure mode of "air bubbles noted." No adverse trends were identified. When the returned samples, used and unused, were leak test in accordance with navilyst medical procedures, no leakage occurred. The connection between the components of the used sample had been "bottomed-out"/over-connected. When the components were disconnected, attached properly, and (again) leak tested, they did not leak. Dimensionally, the threads and tapers of the returned device fittings were found to be within specification. While it is not possible to determine the exact root cause of the air bubbles observed by the end user, it is likely that a connection with a device, other than that provided by navilyst medical, may have contributed to the issue. (B)(4).